Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. Reportedly, the customer agreed to reach out to their healthcare provider for backup therapy.